Manufacturer narrative:
N/a.

Event description:
The following has been reported: loaner pm prep error 01 found during pretest. Ic opto found inoperative. Error 01 found during battery test. Cpu is corrupted per technical manual. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record review would not be applicable without official issue. Device log history was not provided therefore no review could be performed. The reported device was not returned to (B)(6) for investigation. According to local protocol, this pump is unfit for loaner that is when the depot closed the complaint. No further repair/action is being taken. No attachments to provide. Therefore the root cause of the reported issue could not be identified. However, if further information are provided later on we may re-open the complaint and pursue its. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated the trend is: normal.